Manufacturer narrative:
Reporter stated that the involved product was discarded, however provided lot information. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. No anomalies were identified during production of the product. Review of the product labeling instruct the user to, ¿use per hospital protocol. Ensure foam is intact after use. If not, remove any particles from oral cavity.¿ the root cause for the reported issue could not be determined. Based on the lack of information, no product evaluation, and review of product history records, there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations. (B)(4).

Event description:
Report received of a malfunction resulting in swab disengagement. On (B)(6) 2018, oral care was performed on a patient. Reporter stated two green foam pieces disengaged from the stick. Reporter stated the foam was successfully removed from the patient's oral cavity and no injury occurred to the patient or nurse. Reporter stated the size of the disengaged foam pieces was unknown, however, the majority of the green foam remained adhered to the swab stick. Reporter stated the patient did not bite on the device. Reporter stated it is unknown if the reported issue occurred during initial use of the product or if it was reused. The device was discarded and no photographs were available for evaluation. Although requested, no additional information was available.